Event description:
It was reported that following a pump replacement in 2007, the patient experienced an overdose and was in a coma. The medication was replaced with saline solution and the pump was removed in 2008. The patient stated, he did not feel the overdose was related to the pump, but was human error. The patient stated, his current status was good.